Event description:
It was reported the brakes were not holding to specification.

Manufacturer narrative:
The customer ordered replacement parts and repaired the stretcher prior to evaluation being done by a stryker representative.